Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-dec-2017 with the following findings: during investigation of the returned pump, a call service 069 alarm (¿cs69¿) was reproduced at power up. The pump was unable to recover from "cs69" after reboot. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The alarm history and black box shows evidence of "cs087" alarms. The error is resident to flash chip (u39). Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm [087---00000f] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.